Event description:
A facility reported that the locking mechanism of the mayfield modified skull clamp ( a1059) was unstable and loose. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
Mayfield modified skull clamp (ID a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. The base casting was replaced due to having extremely worn starburst teeth. New components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause - complaint confirmed via inspection of the unit. The unit required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.